Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had failed battery test. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had blank display and display returned back after troubleshooting was performed. The customer was advised that the insulin pump needed to be monitored and was advised to revert to the backup plan. The insulin pump will be returned for analysis.